Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reaching 382 mg/dl for approximately 10 hours after a cartridge change and a meal announcement when already elevated; troubleshooting included a fill tubing procedure that showed drops immediately and no apparent cartridge issue, and the event was attributed to ongoing system adaptation and high insulin needs. Symptoms included lethargy. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer interview, device use history review, and guided troubleshooting. Investigation of this case revealed no device malfunction observed during fill tubing and use, with the event plausibly related to glycemic management while the system learns and a meal taken during hyperglycemia. It was concluded that the event was consistent with hyperglycemia with cause unclear and no confirmed device failure.